Event description:
During a ptca procedure, the maverick2 monorail 15mm x 2.0mm balloon ruptured at 1-2 atms on the initial inflation. A maverick 15mm x 2.0mm was being used to go through a previously placed stent in the ostial circumflex. The balloon ruptured at 1-2 atms on the initial inflation. Upon removal, it was noted that a piece of the balloon was missing. However, films showed no evidence of the balloon in the vessel. The physician then advanced the maverick2 monorail 15mm x 1.5mm through the same stent and it also ruptured at 1-2 atms on the initial inflation. No pt injuries or complications were reported. Pt status is listed as "satisfactory." Same case as MFR report no 6000093-2006-00075.